Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery issue was reported with a replacement adc device. The customer had initially reported receiving a "does not turn on ¿ test strip and button" issue with the reader and a replacement device was ordered however, the customer did not receive their replacement. As a result, the customer was unable to monitor their blood glucose and experienced a seizure and required third-party medical treatment however, details of the treatment were not provided. Adc customer service attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery issue was reported with a replacement adc device. The customer had initially reported receiving a "does not turn on ¿ test strip and button" issue with the reader and a replacement device was ordered however, the customer did not receive their replacement. As a result, the customer was unable to monitor their blood glucose and experienced a seizure and required third-party medical treatment however, details of the treatment were not provided. Adc customer service attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.